Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. The strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr. Qc 2: 3.1 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results for 1 patient with coaguchek xs, meter serial number (B)(4), compared to a laboratory result using a neoplastin reagent and a stago analyzer. At 8:40pm the meter result was 5.9 inr. The patient's physician changed her medication based on this result. A couple hours later, the laboratory result was 3.8 inr. The exact amount of time between the results is unknown. The patient's therapeutic range is 2.0-3.0 inr. The patient tests weekly.